Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. However, the scrolling number display anomaly was not present. The device had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.